Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the procedure was aborted. A philips remote service engineer (rse) connected remotely and found connection errors between the flat detector and the fdsib in the log file. The philips field service engineer (fse) inspected the system on-site and found that the detector's communication did not recover automatically, indicating a likely deadlock in the detector's communication stack. The issue was resolved after a full power cycle (complete de-energization of the system). As a proactive measure, the fse reinstalled the fdsib. After that, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.